Event description:
It was reported, the camera control unit had an error e116. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The reported malfunction was unable to be reproduced. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during inspection for use, for a therapeutic procedure, which was completed.